Event description:
It was reported that the ezio needle protection cap has come loose in the closed packaging. This was stored in the emergency case of an ambulance. When checking the emergency kit, it was noted that the needle pierced the packaging. The madrin also came loose which is visible on the picture by structure of the needle tip. Ezio needle was not used. It is suspected that the protective cap and the madrin potentially came loose due to the vibrations of the helicopter during take-off and landing.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) needle set for investigation purposes. At visual inspection the complaint has been confirmed. The protective cap (sheath) is detached from the needle set. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and sp ecifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint was confirmed at visual inspection. No further testing or inspection required. No preventative/corrective actions assigned. The complaint was confirmed based on the sample received. However, it could not be determined at what point the needle cap became loose in the packaging. There is some process variation in the assembly of the cap to the needle. However, shipping and handling could not be eliminated as a potential root cause. Based on the low volume of reported complaints over the last year, this appears to be an isolated issue. We will continue to monitor and trend.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle protection cap has come loose in the closed packaging. This was stored in the emergency case of an ambulance. When checking the emergency kit, it was noted that the needle pierced the packaging. The madrin also came loose which is visible on the picture by structure of the needle tip. Ezio needle was not used. It is suspected that the protective cap and the madrin potentially came loose due to the vibrations of the helicopter during take-off and landing.